Event description:
A customer reported air bubbles and gaps in the tandem mobi cartridge system during pumping, with pea-sized bubbles persisting even after using the fill tubing feature. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using proper techniques, successfully resuming insulin therapy, and resolving the issue.